Event description:
It was reported that inappropriate shocks due to a myopotential sensing and high thresholds were observed. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reason for return was confirmed. Analysis found multiple insulation abrasions caused by friction to the ICD can, as well as an inner coil fracture. This could cause the sensing anomalies as seen in the field. The other damages seen on the lead are consistent with those occurring at the time of the surgical procedure.